Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a moderately calcified native aortic annulus, moderate paravalvular leak (pvl) was noted. A post implant balloon aortic valvuloplasty (bav) was performed with a 25 mm balloon and then twice with a 26 mm balloon. On the third dilation, the valve dislodged and resulted in moderate pvl. Subsequently, a non-medtronic transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.